Event description:
The following has been reported: tubing not recognized. Yes - delayed treatment but no patient harm. A preliminary review of the logs identified the following issue: set not recognized. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.